Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate collection tubes had underfill. This occurred on 5 occasions during use. The following information was provided by the initial reporter: customer is finishing a lot number, but tubes from this lot number underfilled 5 times. Already gave customer some pointers for a good fill of the tube in our last conversation 3 months ago, some extra explanation has been given to phlebotomists to do keep tube on extra long when it nears expiration date.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate collection tubes had underfill. This occurred on 5 occasions during use. The following information was provided by the initial reporter: customer is finishing a lot number, but tubes from this lot number underfilled 5 times. Already gave customer some pointers for a good fill of the tube in our last conversation 3 months ago, some extra explanation has been given to phlebotomists to do keep tube on extra long when it nears expiration date.